Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that device experiencing a number of occlusion pressure alarms than what was encountered with infusion devices prior to transitioning to the alaris system, and is there potential to include an audible alert in addition to the visual ¿checking line¿ that displays on the module, as previous baxter devices had an audible alert which aided in reducing the number of alarms with positional IV access. There was patient involvement but no harm.